Manufacturer narrative:
The cause of this peritonitis was use error reported to be due to a break in aseptic technique by the patient. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A formal review of the label for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported that a peritoneal dialysis (pd) patient experienced a breach in aseptic technique which resulted in peritonitis. The cause of the breach in aseptic technique was further described as the patient made a mistake. On the same day as being diagnosed with the peritonitis, the patient was hospitalized for the event. On unreported date(s), the patient began treatment for the peritonitis with intraperitoneal (ip) injection gentamicin, (50 mg the first day, 40 mg the second day and continue for 14 days), ip injection vancomycin, (1 gm, 0 day, 3 day, 7 day, 12 day) and intravenous injection meropenem, (500 mg, three times). On an unreported date, the patient was recovered from the peritonitis. At the time of this report, the antibiotic treatments were ongoing, the patient remained hospitalized and dianeal/extraneal therapies were ongoing. It was not reported if the patient was retrained on proper aseptic technique. No additional information is available.